Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. Multiple catheters were used, additional patient impact was not reported. The following information was provided by the initial reporter: not being able to get the needle to retract at all. Tm are having to use multiple catheters per patient on occasion.

Event description:
It was reported that during use with an unspecified amount of bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. Multiple catheters were used, additional patient impact was not reported. The following information was provided by the initial reporter: not being able to get the needle to retract at all. Tm are having to use multiple catheters per patient on occasion.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.